Event description:
It was reported that the patient experienced significant pain localized at the battery site. The patient was administered with a topical pain reliever.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.